Manufacturer narrative:
The device has not been returned for product analysis. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post-implant of this bioprosthetic valve, this valve was explanted and replaced because the native posterior leaflet impinged on and obstructed the mobility of the mechanical valve leaflets. The mechanical valve leaflet impingement was due to the patient's anatomy. There was no complaint or performance allegation against the mechanical valve. The patient remained on heart bypass for an extended time. No other adverse patient effects were reported.